Manufacturer narrative:
Device not returned. Follow up with hcp determined tingling feeling was actually from a new n95 mask not a decontaminated one. Sds's sent to hcp. Although no malfunction or serious injury of the decontaminated respirator has been confirmed, this report is required under the terms of the eua. All information known or reasonably known to battelle has been included in this submission.

Event description:
User reported red were the mask was worn and lips were tingling.